Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the guide wire coating peeled. The target lesion was located in the tibial to peroneal trunk. A 300cm straight v-14¿ controlwire® was being used with a non-bsc support catheter. It was noted that the coating on the tip of the v-14 controlwire almost sheared off while inside the patient. Both devices were successfully removed from the patient together. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's condition was good.

Event description:
It was reported the guide wire coating peeled. The target lesion was located in the tibial to peroneal trunk. A 300cm straight v-14¿ controlwire® was being used with a non-bsc support catheter. It was noted that the coating on the tip of the v-14 controlwire almost sheared off while inside the patient. Both devices were successfully removed from the patient together. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned with its original pouch. The device returned has distal tip damaged, as part of overall visual revision. The device has its distal tip peeled and also has several kinks on this same section. The outer diameter of the middle and proximal sections of the device were within specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).